Event description:
The facility returned the device for evaluation. During evaluation testing, the pump failed with a failure code 538:320.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the root cause of the failure was isolated to the user interface module printed circuit board. Two-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.